Manufacturer narrative:
Product complaint # (B)(4). Batch # r5au8c. Additional information was requested and the following was obtained: did the device cut off? Has the cut line been completed? Was there any consequence for the patient? Response: yes, the device cut, the cut line was completed, leaving a hole without stapling. There was no consequence as surgeon sutured the opening. Device evaluation summary: the analysis results showed that the cs40g device was received with no apparent damage and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recessed below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the device cut? Was the cut line complete? Were there any patient consequences? If yes, please describe.

Event description:
It was reported that during a bowel procedure, during the surgery the stapler, stapled one part and the other not. Stapled about two centimeters, the rest not. There were no patient consequences reported.